Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. (B)(4) - lens, vaulting, low. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens was exchanged for a longer lens. The pt's last visit on (B)(6) 2011, bcva was 20/20. See MFR# 2023826-2011-00208 for the right eye.